Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot # - unknown. Did the suture break or did the suture break away from the tissue? - the suture broke, it did not pull away from the tissue. What is the patients current condition? The surgeon brought the patient back on (B)(6) because of dehiscence. Required a second surgery, fascial closure failed, had to have a bridge repair using an expensive biologic mesh. Patient low demand, may not require revision. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure 76 (B)(6) male, (B)(6). The diagnosis and indication for the index surgical procedure? Abdominal wall hernia other relevant patient history/concomitant medications diabetes, recent weight loss product lot # unknown. Was there any precipitating stress factor for the sutures to break? Unknown. What are the dimensions of the hernia and the wound dehiscence? Unknown. How was the dehiscence managed? Component separation if a surgical intervention was performed, provide surgical/operation notes. This will have to obtained from medical records. What was the appearance of the suture during the second procedure? Broken. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. What is physicians opinion as to the etiology of or contributing factors to this event unknown. What is the patient current status? Hospitalized. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide surgical/operation notes related to the surgical intervention provided.

Event description:
It was reported that a patient underwent an open ventral component separation procedure for abdominal wall hernia on (B)(6) 2016 and the fascia was closed with interrupted suture. Original case was completed. The surgeon brought the patient back on (B)(6) because of dehiscence. It was reported that the surgeon opined that the suture had popped and the suture broke, it did not pull away from the tissue. The surgeon was not able to close the patient because there was too much tension; patient still "open", and undergoing evaluation. It was reported that the patient required a second surgery, fascial closure failed, had to have a bridge repair using an expensive biologic mesh. It was reported that the patient is low demand, may not require revision. The current patient status is hospitalized. Additional information has been requested.